Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that treatment with meropenem injection was discontinued 16 days after the start date of administration. At the time of this report, the patient has recovered 21 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, in 72 hours, intraperitoneal, discontinued after 5 days) and amikacin injection (100mg, once daily, intraperitoneal, discontinued after 5 days) for the event. Five days after the event onset, the patient was treated with meropenem injection (intraperitoneal, ongoing) for peritonitis. Six days after hospital admission, the patient was discharged. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.